Event description:
It was reported that the user experienced a dosing stopped event due to loss of cgm communication after changing their dexcom g7 sensor. Investigation included user interview, review of alarm history, and troubleshooting of cgm setup. The device displayed ¿pairing failed¿ and ¿replace sensor now,¿ and it was determined that the incorrect sensor code had been entered during sensor setup. After correcting the sensor code and restarting the device, the sensor was expected to pair normally. No malfunction of the ilet was confirmed, as the device operated as intended when valid cgm data were unavailable. The event was attributable to user error involving incorrect sensor code entry rather than a device failure. A follow-up report will be submitted if the device is returned and additional findings are identified.